Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/ or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was discovered through an unspecified scan the patient was underwent for an unrelated medical issue. The rupture was accompanied by axillary pain that radiated to the patient¿s back. Additionally, bilaterally ptosis was noted. As a result, bilateral mastopexy and replacement with 300cc mentor memorygel breast implants was performed with explant. The left sided rupture was reported initially under 1645337-2020-07399 on june 16, 2020. On august 4, 2020 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6627466, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).